Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a potential reportable event occurred. Data was not provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable based on confirmation that there was no allegation that dexcom product caused or contributed to the event. Please disregard initial reporting under MFR# 3004753838-2018-103113.

Manufacturer narrative:
(B)(4). Correction "upon further review, this record has been determined to not be reportable based on confirmation that there was no allegation that dexcom product caused or contributed to the event. Please disregard initial reporting under MFR# 3004753838-2018-103113."

Event description:
Dexcom received updated information from plaintiff's counsel which alleged that the death was cgm-related. It was indicated that the cgm malfunction. Further information regarding the malfunction were not included.